Event description:
It was reported that the users would get a tingling sensation when they touch around the manifold port of the large canister manifold. The procedure was completed successfully. There were no adverse consequences or add'l medical intervention required.

Manufacturer narrative:
The device was evaluated and the tingling sensation experienced by user could not be duplicated. Repairs were made to the device and it was returned to service after passing all tests.